Event description:
The customer reported +300 vdc (volts direct current) out of range errors and burning odor emitted from the left side of the instrument involving the coulter lh 500 hematology analyzer. There was no fire or smoke. The customer did not observe sparks, arcs, or flames. Beckman coulter customer technical support (cts) advised the customer to perform system shutdown and startup, but the error continued. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked from pinch valve pv49 and onto the rf preamp. The fse noted circuit l2, on ssrf preamp, short circuited which caused the 300v errors and differential issues. The fse replaced the preamp and performed the annual preventative maintenance (pm) and resolved the issues. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the incident as system repair and preventative maintenance performed resolved the issues. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).